Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a catheter tip break occurred and remains inside the patient. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. During the procedure, the catheter tip broke off and was left in the artery, opposed to the artery wall with a stent. No additional patient complications were reported and the patient was fine.